Event description:
It was reported that during device changeout, when the physician attempted to connect the existing competitor lead to the new device, the lead unraveled in the header of the new device. It was stated that the header appeared defective. The patient's existing competitor lead was capped and replaced, and a new lead and device were implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found.